Event description:
It was reported that two depuy acromed screws broke during insertion. Situation did not result in any adverse consequence to the pt. Situation resulted in a one-hour delay to the procedure. As a result of this delay an MDR is being filed to document this event.